Event description:
It was reported the black screen keeps appearing. The service disk was ran but the same problem still exists. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the black screen keeps appearing. The service disk was ran but the same problem still exists. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device goes through a long boot every time it is booted, the screen goes black during this time. As a result the hard drive was reconfigured and software was updated. It was also noted that the left keyboard hinge was broken. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).